Manufacturer narrative:
This complaint is under investigation to determine if there was an event that actually caused a fire. There was no indication in the complaint that there was any damage to the laboratory. We will follow up with additional information to the agency.

Event description:
The customer reported that the pipette would not connect to their rotem delta analyzer, even after rebooting and using the backup pipette. An il field service engineer went on site and observed scorched cable, board and connection outlets possibly from a fire.